Manufacturer narrative:
Please find attached the analysis report.

Event description:
Reportedly, the patient felt uncomfortable with the device; in particular while sleeping felt the left arm trembling.

Event description:
Reportedly, the patient felt uncomfortable with the device; in particular while sleeping felt the left arm trembling.